Event description:
The manufacturer's device registration system reported a total system explant (pump and catheter) after 68 months implant duration due to infection. No patient symptoms or outcomes were provided. The drug contained in the patient's pump is unknown. Additional information has been requested from the hcp, but was not available at the time of this report.